Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Devices image evaluation completed on (B)(6) 2021: upon visual evaluation of the image provided in the complaint, the implant was observed within a plastic bag and no apparent damage could be observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast surgery with a mentor cpx 4 breast tissue expander with suture tabs, 450cc implant experienced left-sided deflation post procedure. The issue was discovered through ultrasound examination. As a result, patient underwent replacement with cat#: 3549213 on (B)(6) 2021.

Manufacturer narrative:
On october 26, 2021 mentor became aware that mistakenly missed reporting procedure type in initial report. Manufacturer¿s reference number: (B)(4). Breast augmentation revision.

Manufacturer narrative:
Devices image evaluation completed on december 23 , 2021: . Upon visual evaluation of the image provided in the complaint, the implant was observed within a plastic bag and no apparent damage could be observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Devices evaluation completed on december 28 , 2021: . The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test and microscopic examination of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the tall height te wsut tabs 450cc tissue expander. Leak testing was performed in accordance with mentor procedures and a leak was identified in the anterior view of the tissue expander measuring approximately 0.1 cm in length. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the leak site. Based on the information currently available, microscopic examination of the returned product indicates that the tissue expander could have been damaged during or subsequent to implantation. The product insert data sheet cautions not to allow cautery devices or sharp instruments such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information received with the device indicated that the suspect device serial number is (B)(6), and replacement device is (B)(6). Manufacturer¿s reference number: (B)(4).